Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-78583.

Event description:
The customer reported via telephone call a bent cannula leading to a no delivery alarm and high blood glucose. The blood glucose reading at the time of the alarm was 312 mg/dl. The customer treated with manual injection. The alarm had occurred during normal use and was resolved with a complete set change. The customer was advised on insertion techniques to avoid a bent cannula. The customer also reported a high blood glucose reading of 500 mg/dl. The customer had treated with manual injection and declined troubleshooting. The insulin pump was not returned or replaced.